Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that occasionally when the cardiosave intra-aortic balloon pump (iabp) is hook up , and the EKG leads to the patient, the EKG just will not show up. Two machines was used each set of cables on each machine sometimes, no EKG will populate. The machine was turn off and on several times and sometimes the EKG will pop-up. Another mfg report is being submitted for the second iabp. Reference our (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. Corrected fields: b5, h6(health effect - impact). At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer's biomed stated that the unit was checked with a fluke prosim 3, but the issue could not be duplicated. If any additional information is received in the future a supplemental report will be submitted. H3 other text: device not available for evaluation

Event description:
It was reported that occasionally when the cardiosave intra-aortic balloon pump (iabp) is hook up , and the EKG leads to the patient, the EKG just will not show up. Two machines was used each set of cables on each machine sometimes, no EKG will populate. The machine was turn off and on several times and sometimes the EKG will pop-up. There was no patient injury or harm.